Event description:
Boston scientific received information that this pacemaker's battery showed inaccurate readings of longevity readings on previous months. Boston scientific technical services (ts) elective replacement near (ern) and end of life (eol) time frames. Ts as well advised to begin monthly clinic follow-ups. Additional information indicates that the battery longevity had one year and the device functions normally. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery showed less than a year longevity estimate. Boston scientific technical services (ts) elective replacement near (ern) and end of life (eol) time frames. Ts as well advised to begin monthly clinic follow-ups. Additional information indicates that the battery longevity had one year and the device functions normally. The pacemaker remains in service. No adverse patient effects were reported.